Event description:
It was reported that the patient's battery became low and required replacement 7 months after implant. Transient high impedance (>10,000 ohms on 8-12 reading approximately 11,000) was noted prior to replacement. The pt had high stimulation levels (1.5v, pulse width 450, rate 40) and multiple electrodes (16 electrodes on 4 channels) active which were used heavily. It was not believed to be normal battery depletion. The pt's neurostimulator and one lead were placed. The pt did not experience any symptoms. The pt recovered without sequela.

Manufacturer narrative:
The neurostimulator, lead, and anchor were returned for analysis. Device analysis was not complete as of the date of this report. A follow-up report will be sent when analysis is complete. See scanned page.